Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/02/2015). The patient¿s meter has been returned on 12/3/2014 and evaluated by lifescan product analysis on 12/20/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient¿s mother (reporter) contacted lifescan (lfs) spain alleging that the onetouch verioiq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr). On the evening of (B)(6) 2014, the reporter indicated the patient felt ¿dizzy¿ (a symptom they correlated with hypoglycemia). Following the onset of the patient¿s symptom, the reporter tested the patient with the subject meter (at 6:19pm) and obtained a result of ¿438mg/dl¿. According to the reporter, since the reading did not correlate with the patient¿s reported symptom the reporter retested the patient (less than five minutes later) on a secondary onetouch verioiq meter and obtained a reading of ¿70mg/dl¿. According to the csr¿s documentation, based on the patient¿s symptom, the reporter administered ¿glucosport¿ (glucose complement tablet) and biscuits as treatment; and the patient¿s symptom reportedly abated approximately 90 minutes later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury, the patient was symptomatic prior to the onset of the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (01/12/2015). The patient¿s test strips #3591790 have been returned on 12/15/2014 and evaluated by lifescan product analysis on 1/5/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.